Event description:
Baxter canada reports patient line of homechoice set disconnected from transfer set during drain 1/7 of apd treatment. Baxter technician assisted hp in ending treatment and restarting with new supplies. No patient injury or medical intervention required per affiliate.